Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display due to damages at the battery compartment. Customer reported that the plastic around the battery has fallen off and will no longer hold the battery in place. Customer reported that, as a result, the insulin pump keeps shutting off. Customer reported that the display screen is completely blank. Customer's blood glucose at the time of the incident was 447 mg/dl. Customer treated their high blood glucose with an insulin needle. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump had blank display due to faulty mother board. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify off no power alarm due to blank display. Pump received with minor scratched display window, broken battery tube threads and cracked reservoir tube lip.